Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient¿s leg was mottled one day prior to impella cp implant while on intra-aortic balloon pump (iabp). After impella placement, the situation became worse. There were no dopplerable pulses in impella leg. An ultrasound showed monophasic flow weak in the superficial femoral artery, almost obstructed at the common femoral artery, but there was flow down the leg. The decision was made to switch to an iabp. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.